Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
It was reported that the customer's unit was not charging, and a request was made for the part ID for a replacement power supply. The customer had reported that the issue was verified by replacing the unit with a different power supply. Per the details provided, the customer was able to obtain the part ID needed; however, insufficient information is available to determine if the customer purchased and replaced the power supply. No response was provided during follow up contacts with the customer. It is unknown if the issue occurred while in clinical use. Multiple good faith efforts were performed to obtain further details regarding the device context of use; however, no response was provided.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
The customer reported the unit is not charging. There was no patient involvement.